Event description:
It was observed that during the device evaluation, the water tightness was lost and there was no image. Additionally, debris on lens and corrosion on the adapter were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: debris on lens, corrosion from adapter, water tightness lost and no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that due to a split in the cable unit the water tightness was lost and then there was no image. Moreover the debris on lens and the corrosion from adapter were identified in the device inspection, the most probable cause is traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.